Event description:
Same case as MDR ID: 2134265-2013-09684, 2134265-2013-09685, and 2134265-2013-09686. (B)(4) study. It was reported that watermelon seeding occurred. In (B)(6) 2013, the patient presented due to mi and was hospitalized on the same day. The cardiac enzymes drawn were found to be elevated and cardiac catheterization was recommended. Coronary angiography revealed severe 80% isr of mid left circumflex (lcx) artery stent going to om1 stent which subsequently jailed the atrioventricular (av) groove and caused 90% stenosis beyond the om1 stent. The 100% occlusion of the previously placed study stent as well as the resolute stent located in the 1st diagonal was treated by performing percutaneous coronary intervention (pci) with 50% residual stenosis. Initially, the 100% occlusion in the first diagonal was attempted to be treated with 2.5 x 15 mm emerge balloon, however it caused a significant complication of 'watermelon seeding'. The occlusion was treated with balloon angioplasty using a different device with 50% residual stenosis. Electrocardiogram reveals the event mi. The event was considered as not resolved. The patient was discharged on aspirin and clopidogrel. Twelve days post discharge, the patient was presented due to worsening coronary artery disease and was hospitalized on the same day. The patient was treated with 3-vessel coronary artery bypass graft (CABG), including left internal mammary artery (lima) to left anterior descending (lad) and saphenous vein graft (svg) to 1st om and svg to 1st diagonal.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).